Event description:
It was reported that patient presented to the emergency department unresponsive around 1559. The staff reported that patient was having ventricular assist device alarms but upon initial interrogation nothing was noted aside from a low flow alarm at 1320. Log files were submitted for further analysis. The event log file captured some transient low flow events for a few days back. On (B)(6) 2025 there appeared to be low flow events noted to be as low as 0.1 lpm at 1318 through 1321. Flow appeared to recover back to baseline range of 4 lpm after that time. Additional log files were submitted for review on 20aug2025. The event log captured 1 low flow alarm as well as several brief low flow estimates when the calculated pulsatility index (pi) was elevated on (B)(6) 2025 from 21:41 to 23:19. The estimated flow was fluctuating below 2.5 lpm threshold. It appeared that 6 of these events were brief and didn¿t generate the alarms (less than 10 seconds to trigger the alarms). The estimated flows were averaging at 2.4 lpm and pi was averaging from 5.5 to 10.3 during these events. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the event log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for the reported alarms could not be conclusively determined, the account communicated that the patient was dying at the time of the alarms. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The controller event log files collectively contained events from 14aug2025 through 20aug2025. Intermittent low flow hazard alarms were captured throughout the file and were associated with elevated pulsatility index values. Also of note, left ventricular assist device (lvad) live flags captured harmonic compensation (hc_ctrl) faults on (B)(6) 2025 due to increased rotor noise values and decreased rotor displacement values. Additionally, rotor noise (rot_noise) faults were captured on (B)(6) 2025 due to increased rotor noise values. These events occurred shortly after the pump flow decreased to 0 liters per minute (lpm), as the pump flow was attempting to increase to its typical range. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke and death, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B2 - outcomes attributed to adverse updated. B5 narrative information updated. H1 - type of reportable event updated. H6 - adverse event problem updated. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the cause of the unresponsiveness was due to a head bleed. Th low flow alarms were said to have been due to the patient "dying". The patient was then declared brain dead, and their ventricular assist device was turned off. Death was not considered to be device or therapy related and was said to have been operating as expected.